Event description:
Report of central line catheters, cracking, splitting, or snapping rec'd. Rec'd report of 3 undocumented incidences of central line catheter cracking or splitting, and 1 documented incident, the customer reported that "during a code, the wire cracked "and the catheter snapped in half." The nurse was at the bedside at the time of the event and placed a hemostat on the catheter immediately. The catheter was changed out to solve the problem. No pt harm was reported related to this event. At the time, the customer questioned whether the pt had experienced air embolus related to the event, but this has since been ruled out. The pt expired on 3/25/00. Add'l info was requested, but no further info was available.